Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
The investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: cib lillie kirbo, asr ... Smoke from unit the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing steam. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.